Manufacturer narrative:
The reported issue could not be confirmed; however a different issue was found.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Contact reported customer experienced an elevated blood glucose (bg) level of 387 (mg/dl). It was indicated that the customer would deliver a correction bolus with the pump to address their bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared.